Manufacturer narrative:
Postal code: (B)(6), email- (B)(6). (B)(4). Device photo analysis: visual analysis of the photographs identified a device with opening in the posterior and have red particles in the surface of the shell. Device labeled by right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting a right side rupture diagnosed by MRI. Device was explanted and replaced with non allergan product.